Event description:
It was reported that during an initial left total knee arthroplasty, the articular surface component would not properly seat on the tibial tray. There was no surgical delay or patient impact. The surgery was completed with a second implant without complication.

Manufacturer narrative:
(B)(4). Concomitant medical products: tibial articular surface inserter: catalog#: 42529900100, lot#: 65040192; tibia cemented 5 degree stemmed right size e: catalog#: 42532007102, lot#: 65235188. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h10. Upon receiving additional information of the reported event, it was determined that this product did not contribute to the reported event. During the investigation, the associated articular surface inserter was found to be missing a component which was likely the reason for the reported articular surface malfunction. The initial report was forwarded in error and should be voided.

Event description:
No further event information at time of this report.